Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: failure code: chzb (coupling power supply damaged) and probable cause code: edv (normal wear). After repair, the execution of the final inspection has been performed through regular functionality checks of the product.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the sagittal saw attachment get stuck on the drill. We are not able to remove: sent in for evaluation and repair. This happened during the operation. A spare attachment was used. No delays. Patient not affected. This is 1 of 1 report for complaint (B)(4).